Event description:
Rn inserted device in the left antecubital vein of a pre colonoscopypt. Rn hung 1000 cc of lactated ringers at kvo rate. The pt was transferred to the procedure room, monitored, and given versed 2 mg slow IV push over 1-2 minutes into the free running IV. Rn waited a minute to observe the effects of the drug, took a bp, and then noticed the IV was not running. Rn first observed that pt's arm was not bent, then tried to irrigate the line with nacl solution and met great resistance, show she aborted the attempt. Rn then took down the tape and tried to pull back the catheter thinking may be it was up against a valve. Rn was unable to move the catheter at all and noticed that it was flattened out near the blue hub. Rn did not want to exert any pressure on the catheter, for fear of it separating from the hub, so rn summoned the physician to the room and placed a tourniquet just above the IV site. With minimal force, the catheter was removed. Upon inspection it was found to be intact so the tourniquet was removed. The samples were visually examined by co under a microscope using 100x magnification. Analysis: one sample is flattened and has been stretched approx 3/8". This catheter also exhibits a puncture at the catheter hub/tubing junction. The remaining sample did not exhibit any defects. Conclusion: the damage appears to be a result of procedures employed during the use of the catheter. The puncture may be user related or due to a mfg process malfunction. This info has been reviewed with co mfg. There is an ongoing awareness process to reinforce correct handling to preclude the incidence of punctures during the mfg process.